Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the regurgitation could not be confirmed.  However, per report, it may be related to the valve not fully expanded resulting in the inappropriate sealing of the valve to the target site. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 4 years and 8 months post tavr with a 29mm sapien xt valve in the aortic positon, a post dilation was performed due to severe paravalvular leak (pvl).  The pvl was reduced from severe to mild/moderate pvl.  Per report, the patient was symptomatic with hemolysis, dyspnea on exertion (doe) and lightheadedness.  The pvl was possibly due to the valve not fully expanded.  There was no central leak or leaflet dysfunction after the post dilatation.  The patient left the room in stable condition with no other issues.